Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower was unable to sync to server. The customer reported that the device was not communicating to server. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower was unable to sync to server. The customer reported that the device was not communicating to server. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was need synchronization to server. A technical support specialist found that the database files were inaccessible via structured query language server management studio (ssms), moved to temporary folder to recreate db and resynced to device. Repaired remote smart service (rss) to restore auto-launch. The field service engineer reimaged and reconfigured the station and performed data synchronization successfully. The system functioned as intended after the field service engineer repaired the device.